Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Caller successfully changed out infusion set and resumed insulin therapy. Reportedly, the customer was not removing the air from the cartridge, and wearing the pump supplies for 3-4 days. Tandem clinical support informed customer that not removing the air from the cartridge, and wearing the pump supplies for 3-4 days, is off label per the tandem user guide. There was no reported adverse impact. No additional information was provided.